Manufacturer narrative:
A system controller log file was submitted for evaluation. Intermittent low flow hazard alarms were captured in the submitted log file. No other atypical alarms were captured. The recorded pump power levels ranged from 3.6-4.1 watts. A specific cause for the low flow alarms could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to what was recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported recurrence of unspecified heart failure symptoms and pump flow issue could not be conclusively determined. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a pump exchange was performed on (B)(6) 2016 due to recurrence of unspecified heart failure symptoms. A ramp echocardiogram showed that the left ventricle (lv) was not unloading; the left ventricular end diastolic diameter (lvedd) remained unchanged and the aortic valve (ao) was opening with every heart beat. After the new lvad was placed, the pump estimated flows and lv unloading were normal with standard velocity speeds at the inflow and outflow cannulae and the ao valve was closing as expected. It was reported that no thrombus formation was visually confirmed in the visible parts of the explanted pump. No additional information was provided.